Event description:
It was reported that the patient underwent a revision surgery due to bone damage, bone loss and osteolysis in the hip. The revision included a full extended trochanteric osteotomy and head/liner swap.